Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was showing as discharged before admit date and failed to undo the discharge. A technical support specialist (tss) emailed the resolution to the customer that a discharged patient can be re-admitted by updating the discharge date on the patient profile to a future date, subject to the appropriate user permissions. Alternatively, the discharge can be reversed within the permissible time window, or the active directory team might transmit an hl7 message through the interface to effect the necessary changes. The customer replied that the issue was with the admissions department, as they mistakenly picked old, discharged patient record and tried to push new admission on it when patient was being readmitted recently. The system functioned as intended after the technical support specialist assisted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient showing as discharged before the admit date. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.